Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach from the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After a guide wire crossed the lesion, a 6.0 x 40 75 cm mustang¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 10 atmospheres. Second was inflation at 15 atmospheres, however, on the third inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed and replaced with 5 mm mustang. The procedure was completed with stent implantation. No patient complications were reported.